Event description:
It was reported that the customer had new pump and wanted to set up a basal with a certain percentage for when he tends to run low. Customer was walked through the steps of setting up a basal. Customer mentioned that he had been having continuous no delivery alarms. Customer reported that the alarm was resolved by a complete set change. Customer does not want to return the set or reservoir for analysis. Customer was advised to monitor the pump and call back when the alarm occurs. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).